Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial # (B)(6) ); unk-sigadapt, unknown signia egia adapter, (serial # unknown); unegiatri, unknown egia tri staple, (lot # unknown); unegiatri, unknown egia tri staple, (lot # unknown); unegiatri, unknown egia tri staple, (lot # unknown); unegiatri, unknown egia tri staple, (lot # unknown); unegiatri, unknown egia tri staple, (lot # unknown); unegiatri, unknown egia tri staple, (lot # unknown); unegiatri, unknown egia tri staple, (lot # unknown), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic wedge resection, while in the middle lobe wedge, the trigger of a manual stapler broke. The stapler also made a cracking sound. The stapler would not open nor fire further. The manual stapler was replaced with a powered stapler; however, the powered stapler also had issues. The powered stapler only fired in 10-15mm increments then would stop. The surgeon had to open another reload. The surgeon was also unable to get the green safety light to appear after multiple attempts of opening and closing the reload. Due to the issues, the surgeon used eight reloads instead of typically just three. There was no patient injury.